Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an atrial unipolar lead impedance warning for low impedance and a polarity switch were noted on the right atrial (ra) lead. Atrial tachycardia (at) / atrial fibrillation (af) appeared false due to t wave oversensing. The right ventricular (rv) lead and ra lead remain in use. No patient complications have been reported as a result of this event.